Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during the colon resection, after firing the device, the surgeon noticed an incomplete staple line formation along the line of transaction. The anastomosis was hand sewn with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.